Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the circumstances that led to the implant being moved were that they slipped and fell in the bathtub and getting pain under the device and in the general area of the device. The patient stated that the issue had been resolved some, but in the new location of the device they were getting pain under the device.

Event description:
Patient reported after fall in 2018 the ins became defective and they had it replaced with intellis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had the stimulator revised the stimulator on (B)(6) and stated that the ins was moved to the left 6-8 inches and it was unknown if anything was done with the leads. The patient stated that a problem, with the stimulator was discovered a couple of months ago as they fell in the bathtub "flat on their back and it hit right where the stimulator is." The patient stated that the fall occurred "almost 2 months ago" and clarified that it was in (B)(6).the patient stated that they currently do not have pain currently as they are on medication. The patient wants to know if they should charge the implant. The patient stated that they connected and still had 3/4 charge. The patient is not feeling stimulation, but doesn¿t have the programmer to confirm if stimulation is on. The patient was going to contact foundation care to get a new programmer as they stated that they never got one. No further complications were reported or anticipated.